Manufacturer narrative:
Concomitant medical product: product ID: 305u229, serial/lot #: (B)(4), PMA #: p990064, ubd: 15-jan-2024, UDI#: (B)(4). Multiple attempts to obtain information from the healthcare professional have been made, but have been unsuccessful. Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during an aortic valve replacement, a 25mm bioprosthetic valve and a 29mm bioprosthetic valve of the same model were both reported to be used during the procedure. It is unknown which device was attempted to be implanted first or which device was ultimately implanted. One day post implant, the patient expired. The cause of death was not received. It was reported that "the patient was extremely sick and his death did not have to do with the valves" and that the procedure was "a last attempt to help the patient". It is unknown if an autopsy was performed.